Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; no specific bg value was provided. The customer declined troubleshooting the issue. The customer was to deliver a correction bolus to address the bg level.